Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular channel, suspected to be due to a damage lead. No intervention was reported. The lead remains implanted. Patient condition was stable.